Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm and display of insulin pump was frozen. The customer¿s blood glucose level was unknown. Customer stated that there was no response from any button. The customer stated that the time clock did not advance. Customer was calling back after installing a new battery and they monitoring the insulin pump for 2 hours and frozen display was recurred. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.